Manufacturer narrative:
Upon receiving additional information found during investigation of the reported event, it was determined that the part referenced should not have been reported. This report is a duplicate of the event reported in: MDR: 0001822565-2023-00863. This report should be voided.

Event description:
Upon receiving additional information found during investigation of the reported event, it was determined that the part referenced should not have been reported. This report is a duplicate of the event reported in: MDR: 0001822565-2023-00863. This report should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the ball bearings were missing from shims. Found in tray inspection. No patient involvement.